Event description:
The user reported a burn in the pad. Our inspection revealed a 1/2" diameter burn hole in the pad cover that is the result of a broken thermostat terminal.

Manufacturer narrative:
The user reported a burn in the pad. Our inspection revealed a 1/2" diameter burn hole in the pad cover that is the result of a broken thermostat terminal. This failure is typically the result of an excessive force being applied directly to the thermostat. We have enacted a CAPA project (B)(4) to change the style of thermostat to reduce the recurrence of this issue.